Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.

Event description:
The operator followed the standard procedure to introduce the device into the patient and to the treatment site but the device could not cross the lesion [clot]. Then the physician removed the device and noticed that the tip of the device had a kink. Therefore, the physician decided to complete the procedure with a different device.